Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the delivery catheter buckled at the docking cap of the leadless pacemaker. The device was removed, and the helix was noted sprung. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of connection problem was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.